Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000192, serial/lot #: -, ubd: , UDI#: corrected MDR codes: b01, c07, d02. Updated g code: g04028 updated b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that while preparing for surgery, the system displayed an open-door message even though the gantry was physically closed. Issue persisted after reboot. While troubleshooting, sales rep was unable to physically open the gantry via the pendant button. They had sales perform a hard reboot of both the image acquisition system and mobile viewing system, with each system disconnected from one another. Did not resolve issue. Sales noted that the gantry had no issues moving in any lateral or medial direction. Patient present. There was unknown in surgical delay and impact on patient outcome. Additional information received as "the system was most likely to have hit a wall while the customer was transporting the system. As a result, the rotor gantry was thrown out of alignment. This was simply correct by re-aligning the rotor gantry. Therefore, no parts were replaced and the part affected was the rotor gantry."

Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and checked system for deficiencies. Found gantry out of alignment. Realigned gantry and performed system check out. System check out passed, returned system back over to the customer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2024, 00829640 (rep): medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that while preparing for surgery, the system displayed an open-door message even though the gantry was physically closed. Issue persisted after reboot. While troubleshooting, sales rep was unable to physically open the gantry via the pendant button. They had sales perform a hard reboot of both the image acquisition system and mobile viewing system, with each system disconnected from one another. Did not resolve issue. Sales noted that the gantry had no issues moving in any lateral or medial direction. Patient present. There was unknown in surgical delay and impact on patient outcome.